Manufacturer narrative:
Additional information received informs that the patient came out of the operating room (or) from implant with flows around four. Forty-five minutes later, the vad started alarming low flow with flows 1-1.5 and then eventually the vad read 0 lpm. The patient's hemodynamics were "doing ok" throughout this event. A tee was performed and showed "very little going through the vad". The patient was taken back to the or. Tissue was observed as 'getting in the way of the inflow'. Both ventricles were hyperdynamic. The issue was resected in the left ventricle to make sure there was no obstruction of the inflow. The patient came out of the or with an open chest since flows dropped during chest closure. Patient's chest was closed on (B)(6) 2015. The patient went on to revover well post-op and was discharged on (B)(6) 2015. Nothing additional was done to the patient due to the inflow repositioning. Hvad pump hw12326 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. Additional information received from the site indicated that the inflow was obstructed due to left ventricle getting in the way of the inflow, which most likely triggered the inadequate flow rate. Tissue was also resected in the left ventricle to make sure there was no obstruction of the inflow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion. Per the instructions for use (IFU): an inflow occlusion occurs when the inflow cannula is obstructed, causing a suction condition. The IFU further outlines optimal positioning of the inflow cannula during implant procedure. Occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. May cause inaccurate assessment of lvad pump flow and may lead to less than optimal treatment. It appears that this patient's anatomy and lv characteristics is a factor contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received informs that the patient came out of the operating room (or) from implant with flows around four. Forty-five minutes later, the vad started alarming low flow with flows 1-1.5 and then eventually the vad read 0 lpm. The patient's hemodynamics were "doing ok" throughout this event. A tee was performed and showed "very little going through the vad". The patient was taken back to the or. Tissue was observed as 'getting in the way of the inflow'. Both ventricles were hyperdynamic. The issue was resected in the left ventricle to make sure there was no obstruction of the inflow. The patient came out of the or with an open chest since flows dropped during chest closure. Patient's chest was closed on (B)(6) 2015. The patient went on to recover well post-op and was discharged on (B)(6) 2015. Nothing additional was done to the patient due to the inflow repositioning. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. Additional information received from the site indicated that the inflow was obstructed due to left ventricle getting in the way of the inflow, which most likely triggered the inadequate flow rate. Tissue was also resected in the left ventricle to make sure there was no obstruction of the inflow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion. Per the instructions for use (IFU): an inflow occlusion occurs when the inflow cannula is obstructed, causing a suction condition. The IFU further outlines optimal positioning of the inflow cannula during implant procedure. Occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. May cause inaccurate assessment of lvad pump flow and may lead to less than optimal treatment. It appears that this patient's anatomy and lv characteristics is a factor contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): an inflow occlusion occurs when the inflow cannula is obstructed, causing a suction condition. The IFU further outlines optimal positioning of the inflow cannula during implant procedure. Occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. May cause inaccurate assessment of lvad pump flow and may lead to less than optimal treatment. It appears that this patient's anatomy and lv characteristics is a factor contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Surgical intervention.

Event description:
It was reported by hospital clinical engineer that following initial implant "post-operative day one (1)," patient had a complete inflow occlusion due to the lv muscle wall. Which required repositioning in the operating room (or) and "carving out" of the lv."